Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. (B)(6) 2017: during a follow-up with the customer's clinical diabetes specialist (cds), the cds stated the customer wears their pump against their skin which could lead to possible abrupt temperature changes to the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no known impact to the customer¿s blood glucose level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. A test bolus was delivered, while disconnected from the pump, and no additional occlusion alarms occurred. Reportedly, the customer had been using their current cartridge for 3 days. Tandem technical support advised the customer to change their cartridge every 48 hours to stay within labeling.